Event description:
It was reported that the 9900 system had a communication error and a collimator error. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator was repaired and aligned. The interconnect cable and the software upgrade were installed during the svc call. The system was tested and found to be working as intended, and put back into svc.